Manufacturer narrative:
Hologic technical support (ts) reviewed logs and noted all negative rlus were below 400. Hologic product applications specialist (pas) reviewed logs and found no instrument issues, but there were signs of reagent preparation issues from an enzyme gradient; the rlu values were within specifications, and the run was valid. Ts relayed information to customer. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 02639-20210305-07, using assay lot 289484 on panther instrument sn (B)(4) which had elevated rlus for negative samples (no ids provided). The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.